Event description:
Reporter noted no irrigation or suction during phaco. Slight corneal burn occurred immediately at start of phaco. Changed cassette. Sutured wound to close. Patient reportedly recovered well.